Event description:
The MFR received a ventilator for service due to noise. There was no pt harm or injury reported.

Manufacturer narrative:
During eval at the MFR's service center, errors related to the device's blower motor were observed in the device's error log. The device's blower motor was replaced to address the issue.